Event description:
No information was provided concerning nature of the event. No event was reported, however physicial examination of the returned device reasonably suggests that a leak may have occurred. This event is being rpeorted as inamed's approach to complicane is to resolve all doubts in favor of reporting.